Manufacturer narrative:
The ge service representative conducted an onsite investigation. The image processor board was replaced and the x-ray tube was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.